Event description:
The company was informed that the patient experienced decrease in performance with his device. External equipment was exchanged, however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.